Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: upon receipt by mentor, the device returned without fluid. White and brown material was observed within the device. Brown material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet.¿ (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 250cc saline breast implants which the left side deflated and there was issue with capsular contracture after implantation. The issue was confirmed by visual examination. Patient noticed dramatic decrease in size of the left breast but thinks it has been smaller for the last three years noting an indentation of the superior pole. On the exam the left breast approximately 1/4 of the size of the normal appearing right. As a result, patient had the device removed and replaced with catalog number 3502250, serial number (B)(4) on (B)(6) 2018.